Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious- cardiogenic shock

Event description:
Edwards received notification of an evoque valve in tricuspid position where, immediately upon deployment, implant was noted to be high on the lateral side of annulus. Moderate pvl (paravalvular leak) was noted in the lateral portion. Overall, the valve position was stable. Additional information received from the clinical specialist stated that the patient never left the hospital and had a cardiogenic shock. The patient then passed away. The cardiogenic shock was alleged to be related to the evoque valve.

Manufacturer narrative:
Additional h6 type of investigation codes: analysis of images and labelling review. The complaint for malposition - valve embolizes into atrium was confirmed with objective evidence via the imaging evaluation from the pod 2 tte. Per the event description, the patient was reported to be stable following initial evoque deployment, with a moderate pvl. However, review of pod2 imaging revealed the evoque valve positioned low on posterior, anterior and lateral sides, causing most anchors to lose contact with the annulus. The valve was observed to have significant rocking motion into the right atrium. Patient was reported to have passed due to cardiogenic shock from the valve embolization approximately 1 month following the case. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter derived diameter), use factors and procedural factors. Patient was noted to have a minor weight reduction (9kg) following initial tee evaluation, changes in weight can potentially impact sizing. In conjecture, the patient was reported to have significant tethering on all leaflets. These factors may have contributed to the embolization of the evoque valve; however, a root cause was unable to be determined since procedural imaging was not provided for review to confirm reason for embolization. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11.

Event description:
After reviewing the post-operative day 2 tte (dated (B)(6) 2025), there is confirmation that the evoque valve embolized into the right atrium. The evoque valve is positioned more than 10mm from the tv annulus on the posterior, anterior, and lateral sides. The valve is unstable, exhibiting a rocking motion into the right atrium. There is trace transvalvular tr and moderate to severe lateral pvl.